Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection. Based on the results of the following investigation, water and moisture may have intruded into the endoscope, causing the image sensor unit and the circuit board in the endoscope connector to be broken. As a result, it may have resulted in the subject event. However, the cause of the event was unable to be specified. The event can be detected/prevented by following the instructions for use which state: instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoeye flex deflectable videoscope exhibited no image. There were no reports of patient harm.